Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was a grommet/setscrew problem indicated by the elevated sensing integrity count and the high rate non-sustained episodes. A "header revision" was scheduled. No patient complications have been reported as a result of this event.